Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided lot numbers 200703. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, both picture and physical samples were returned for evaluation by our quality engineer team. Through examination of the pictures, no issues could be identified. Two needles and two syringes were provided and examined. Liquid was drawn up normally during the evaluation of the samples and no signs of leakage could be observed. Based on the investigation results, an exact cause related to the manufacturing process could not be determined for this incident. Per the provided feedback, it is possible that a defective hub connection issue could have taken place. This type of issue could occur from defective luer dimensions, damage to the syringe tip, or from an insufficient adjustment between the devices during use. H3 other text : see h.10.

Event description:
It was reported that vaccination medicine leaked from 2 needles 25ga 1in during use. The following information was provided by the initial reporter, translated from japanese to english: "the customer uses this product (needle) with terumo's syringe for covid vaccination. According to the customer's report, leakage of the vaccine solution occurred in two needles (two cases) during vaccination on (B)(6) 2021. Which the solution leaked from the needle or syringe is unknown.".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that vaccination medicine leaked from 2 needles 25ga 1in during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the customer uses this product (needle) with terumo's syringe for covid vaccination. According to the customer's report, leakage of the vaccine solution occurred in two needles (two cases) during vaccination on (B)(6) 2021. Which the solution leaked from the needle or syringe is unknown."